Event description:
Pt was undergoing angioplasty and stent placement to rca. Co gw advanced into small marginal sidebranch of rca, and then couldn't be manipulated out of the branch. Requiring manipulation with a balloon. The distal tip remained in the marginal branch, pt was already requiring anticoagulation. No increase in length of stay. Pt discharged within 5 days of the event.